Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: foraminal stenosis procedure: oblique lumbar interbody fusion (olif) at l3/4, posterior lumbar interbody fusion (plif) at l4/5, posterior fusion of l3-s1 level implanted: l3-s1 it was reported that post-op, the screw was backed out about half. Screw on l3 was removed and decompression was performed as an additional surgery. The product came in contact with the patient. Foraminal stenosis were reported as a patient complication due to this event.